Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) is complete. The reported problem (damaged cable) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief. The cause of the test failure was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable was excessive force. There is no indication or allegation that the damaged cable contributed to the reported rash. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under the front therapy electrode. The patient's physician prescribed a cream to use on the rash. Follow-up indicated that the rash was improving. The distributor also reported that electrode belt (B)(4) had a damaged cable.